Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (lhr) review and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter and/or other devices resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 4.5x8 nc trek balloon dilatation catheter (bdc) was used without issue, but during removal, the bdc faced resistance with an unspecified guiding catheter. The entire system was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.